Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device fell off for two v-go complaints could not be confirmed. This cannot be evaluated during the investigation process.

Event description:
The patient stated that he started using skin tac wipes because v-go's were falling off when he started using v-go's about 4 months ago.